Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the force sensor calibration was out of specification. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: multiple occlusion alarms were found in the black box history. During testing, the force sensor calibration was found to be above specifications. The force sensor resistance was within specifications. The pump was opened and a force sensor circuit component was found to be shifted on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).